Manufacturer narrative:
Date sent to FDA: 7/22/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of adhesions and repair or recurrent incisional hernia on (B)(6) 2017. It was reported that the patient experienced severe pain, adhesions, loss of appetite, stress and anxiety. No additional information is provided.